Event description:
A published article reported 4 pts receiving total knee arthroplasty (tka) experienced post-operative complications. One of the devices used in these procedures was identified as the aquamantys system (bipolar rf energy applied concurrently with saline). The paper reports: "... Pt began experiencing pain and deformity within 10 to 14 days postoperatively. Radiographs demonstrated collapse of the medial femoral condyle and varus displacement of the femoral component and collapse of the lateral femoral condyle..." The authors speculate the aquamantys system may have contributed to these results. Orthopedics january 2011;34(1):53. "Periprosthetic femoral condyle fracture after total knee arthroplasty and saline-coupled bipolar sealing technology," by vincent y. Ng. Md, lindsay arnott, bs; michael mcshane, md. Time of surgeries: (B)(6). Surgery: total knee arthroplasty (tka); surgeons: (B)(6).

Manufacturer narrative:
Salient investigation is ongoing. Conclusions will be based on info received from the surgeons and the hospital regarding the procedure and pt specifics.